Event description:
Patient presented to the physician with tongue cramping, dysarthria, and dysphagia. Physician suspects this may be a result of the procedure and noted possible permanent nerve damage. Physician brought the patient into the or, removed the ipg and sensing lead, a portion of the stimulation lead, and closed the incision. Patient updated the physician post-procedure appointment with improvement.